Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted due to driveline trauma and new odorous drainage and severe pain. The patient reported that the driveline was accidently tugged twice when getting out of the car on (B)(6) 2022.subsequent drainage started on (B)(6) 2022. The patient endorsed chills, occasional sweats, reduced energy, mild nausea, and a fair appetite. Antibiotics were started, and a computed tomography (CT) scan was performed. Incision and debridement with negative pressure wound therapy (npwtp was performed on (B)(6) 2022. Vancomycin and zosyn were stopped on (B)(6) 2022 and oxacillin was started.

Manufacturer narrative:
Section a2: patient date of birth was inadvertently added in initial report and should have been removed due to patient privacy laws. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.